Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Continuation: model 50925847, implantable pacing lead implanted: 2005-(B)(6). (B)(4).

Event description:
It was reported that the patient had a syncopal episode and was found to have up to 6 second pauses. The patient fell and suffered injury. The ventricular lead was found to have an apparent fracture as evidenced by damage approximately 15cm from the connector pin. The ventricular lead was partially explanted and replaced. The remainder of the lead was capped. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the proximal segment of the lead was returned, analyzed and analysis found the outer insulation of the lead developed a breach due to a depression while in vivo, there was blood on the proximal conductor of the lead and it was not obstructed and the outer insulation of the lead developed a cosmetic depression while in vivo.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.